Manufacturer narrative:
(B)(4). Risk manager stated the tubing was not saved and the device tested ok, so no product will be returned for investigation. The customer's report of secondary back flow could not be confirmed because the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
Received a copy of customer's medwatch report. Customer reported "pump was programmed to deliver levaquin 750mg in 100ml every 24 hours. Medication was to be given IV piggy back; however it was back-primed into normal saline running as primary. Tested unit on (B)(6) 2013: cleaned and tested unit. Clinical engineering was unable to replicate issue." There was no pt harm and no medical intervention was required. Although requested, no add'l pt or event info provided.